Manufacturer narrative:
Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 165 cm. Date of implantation: 2017. Date of removal: (B)(6) 2020. Visual inspection: a deformation of the outer housing of the prosa and progav valve were observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0535 mm, outside the tolerance of 0 ± 0.02 mm. The progav valve housing was measured and not confirmed the deformation. The measurement was within the accepted tolerances. Permeability test: a permeability test has shown that the prosa shuntsystem was permeable. Adjustment test: the prosa and the progav valve were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of both valves have shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The prosa valve operated within acceptable tolerances. The progav valve operated within the tolerances. Results: it should be noted that the prosa shuntsytsem was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First we performed a visual inspection of the prosa shuntsystem. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the prosa valve was out of tolerance, but all other specifications were met. The opening pressure of the prosa was significantly lower than expected, indicating a tendency towards over-drainage. The progav valve operates as expected and met all specifications. Finally, we have dismantled the valves. Inside the valves we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the prosa shuntsystem was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shuntsystem met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory action are required from our point of view.

Event description:
It was reported that there was a problem with a prosa shuntsystem with progav. A blockage is suspected. Implantation: 2017 in another clinic. Removal: (B)(6) 2020. Patient height: 165 cm.